Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose around 2012 or 2013. Customer reported their blood glucose declining to 36 mg/dl. The customer stated the paramedics were called to treat for their low. Customer stated they experienced low blood glucose from not eating enough carbohydrates and over-bolusing. The insulin pump will not be returned for analysis.